Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor message and was not sensing augmentation. The iab was then removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor message and was not sensing augmentation. The iab was then removed. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: evaluation method codes (2) : trend analysis 4110. Complaint # (B)(4).